Manufacturer narrative:
Since no product has been returned for our evaluation, the complaint cannot be confirmed or denied. Following investigation, our conclusion as to the probable root cause of the incident appears, at this time, to be unk due to insufficient info. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. The frequency is not stated in the labeling and is not occurring more frequently than expected. The severity is not stated in the labeling and is not occurring more severely than expected.

Event description:
The physician claims that the graft was implanted for an abdominal aortic aneurysm procedure and an abdominal iliac artery repair. The physician claims that post-operative fever in the pt was observed during tenth day following the procedure. The fever was confirmed at a max of 38.1 c. The pt has no infection. Blood transfusions and extracorporeal circulation were not required. The pt's protein and wbc count were as follows: c-reactive protein: 7.8mg/dl (2 days after event). White blood cell: 10.03 (10 days before event), 5.77 (4 days before event), 8.71 (2 days after event). The pt was not administered antibiotics to treat the fever. The pt received the following medications post procedure: prednisolone 5mg/day (2 days after event). The procedure was completed with this graft. The graft was left in. There was no serious injury to the pt. The pt's condition has been reported to bsc as good.